Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole 7mm distal from the marker band. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported balloon ruptured.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 10 atmospheres, the balloon ruptured. The device was removed from the patient's body and the procedure was completed with another of same device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed taget lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 10 atmospheres, the balloon ruptured. The device was removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.